Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported that the position of the patient's battery was tilted and that it protrudes our more than it should. Additional information received from the manufacturer representative reported that the patient had an appointment with their surgeon on (B)(6) 2015. The manufacturer representative planned on attending that meeting. Additional follow up with the health care provider reported that the intervention taken to resolve the tiled/protruding implantable neurostimulator (ins) was that the patient had the ins moved and repositioned on (B)(6) 2015. Relevant medical history reported was lumbar radiculopathy and spinal pain.